Event description:
It was reported that this right ventricular (rv) lead was explanted due to an undetermined other/non-product experience. The lead was replaced with a same model lead successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an undetermined other/non-product experience. The lead was replaced with a same model lead successfully. No additional adverse patient effects were reported.